Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing about 39 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead by the subclavian crush syndrome. X-ray images or diagnostic images of any other kind that could provide information on the spatial relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 2 months, oversensing with inappropriate shock delivery was reported. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.